Manufacturer narrative:
This report is being supplemented to provide additional information (h10) regarding the reported event. The definitive root cause could not be established. From pictures of the distal end of the subject device, any irregularity or damage is confirmed. It is determined that reprocessing in accordance with instructions for use (IFU) is able to be performed. It is further determined the probable cause of the reported event is reprocessing by the user. If the subject device is reprocessed in accordance with the IFU, the reported event is able to be prevented. Per the product IFU [reprocessing manual]: "brush the forceps elevator: when brushing the forceps elevator and the forceps elevator recess, gently use a single use channel-opening cleaning brush (maj-1339) or a single use combination cleaning brush (bw-412t) and single use soft brush (maj-1888). Do not use a stiff brush or brush with excessive force even with the brush maj-1339 or bw-412t and maj-1888. Using a stiff brush or brushing with excessive force may damage the distal end of the endoscope and cause the endoscope to leak. Brush and flush the forceps elevator recess: confirm that the forceps elevator is lowered, and straighten the bending section of the endoscope. Brush the forceps elevator and the forceps elevator recess with the single use soft brush (maj-1888) as follows, keeping the distal end of the endoscope immersed in the detergent solution: clean the bristles of the brush gently with your fingertips in the detergent solution. Raise the forceps elevator by turning the elevator control lever in the ¿ u¿ direction until the forceps elevator stops. Brush the whole back side of the forceps elevator with the brush (maj-1888) three times, keeping the distal end of the endoscope immersed in the detergent solution. Clean the bristles of the brush gently with your fingertips in the detergent solution. Insert the brush head slowly into the groove under the forceps elevator until the end of the brush touches the wall behind the elevator. Chapter 5 reprocessing the endoscope (and related reprocessing accessories): clean the external surface. Fill a clean, large basin with the detergent solution at the concentration recommended by the detergent manufacturer. Immerse the endoscope in the detergent solution. Thoroughly brush or wipe all external surfaces of the endoscope, using clean lint-free cloths, brushes, or sponges. Pay particular attention to the air/water nozzle opening and the objective lens on the distal end of the insertion section, and ensure that all surfaces of the distal end are thoroughly cleaned". Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device was visually inspected the boroscope found foreign material in the biopsy channel. A leak check could not be performed due to the foreign material in the biopsy channel. Additionally, no pass could be made through the brush passage of the unit. A clog was also found at the suction flow. Foreign material (l-arm removed dirty) was found at the k-lever and forceps in addition to corrosion and discoloration. Minor black dots were found on the bottom side of the of the image-evis in addition to a stain on the image (orange cone test). Dents and scratches were found on the distal end plastic cover. Cracks were found at the distal sheath glue for the insertion tube and the plastic distal end cover distal. Minor scratches and minor buckle were found at the insertion tube. Minor dent and scratches were found on the light guide tube. There a tiny chip at the edge of the light guide lens. The guide wire tension did not have smooth operation and catheter movement was too light. The cause cannot be determined at this time. If additional information becomes available at a later time, this report will be supplemented.

Event description:
It was reported that during reprocessing it was determined something was possibly stuck in the working channel.